Event description:
It was reported that there was a sudden decrease in the battery longevity of this device. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that this device is exhibiting premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that there was a sudden decrease in the battery longevity of this device. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that this device is exhibiting premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
This device was received for analysis, and the investigation is currently in progress. A supplemental report will be submitted when the investigation is complete.

Event description:
It was reported that there was a sudden decrease in the battery longevity of this device. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that this device is exhibiting premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis. The investigation is currently in progress.